Event description:
Pt being transported out of unit for procedure. Ltv alarmed low battery and went inop immediately after alarm despite being plugged in entire shift prior to transport. Ltv pulled form service and sent to biomedical engineering dept for maintenance. It was noted that battery charge connector securing clip was broken off. Mating connectors had been taped together with nursing-type tape. Tech tested the battery and it lasted for 15 minutes. The battery was then charged for 24 hours and tested again. It lasted for 15 minutes. The unit had an external extended life battery on vent cart. No indication that it was used. Tested external battery and it lasted for three hours. Tech replaced the internal battery and charger and then charged and tested the battery. It ran on internal battery for over one hour. Vent placed back in service.